Event description:
Boston scientific received information that during defibrillation threshold (dft) testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high, out-of-range shock impedance measurements. When the shock impedance was measured with a low-voltage test, the shock impedance measurements were within normal range. It was noted the connection between the device and electrode had been confirmed by the physician and the field rep at the implant procedure. Post-implant, a chest x-ray was performed and submitted to boston scientific's technical services department, where review of the x-ray confirmed there was not a connection issue. It was noted that a 65 joule dft test was successful at converting the pt. It was reported that the pt had experienced out-of-hosp cardiac arrest (ohca), was resuscitated, and had been in the intensive care unit ever since, with multiple organ failure. This device was implanted due to the cardiac arrest. No additional adverse pt effects were reported.

Manufacturer narrative:
The device and electrode remain implanted and in use. The cause of the high, out-of-range impedance measurement could not be determined. Several days later, a 10 joule shock was delivered to test the system, with a shock impedance measurement of 90 ohms reported. The device data was submitted to technical services for evaluation with engineering. This report will be updated when additional information is received.